Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending artery. A 10mmx2.75mm wolverine coronary cutting balloon monorail, 2.50mm x 12mm and 3.25mm x 12mm nc emerge balloon catheters were used for dilation. However, during the first inflation at 12 atmospheres for 10 seconds, the balloons ruptured. The devices were removed, and the procedure was completed with no patient complications reported.